Event description:
It was reported that patient states it looks different then she has ever seen it before. Reviewed warning screen for change the patient programmer batteries screen icon and why the patient was only getting that for now. The patient then reviewed that she was able to still go up from 0.1 volts and then was able to go to 0.5 volts. The patient states she was still able to use it to go up on program to 0.50 volts. It was clarified that the additional programs were missing from the patient programmer and that was why it was only reading the one program from her stimulator. It was clarified that patient¿s stimulation was on and still working but the patient was missing the additional programs that the handheld uses. The patient was dismissed from current healthcare provider and it was a misunderstanding of an interpretation. The patient wants her programs back. The patient states the machine has save her life and she knows it. It was noted that the patient lacked basic understanding of the patient programmer use. It was noted the patient education on patient programmer use resolved the reported issue. The patient states she has the stimulator device system and her surgeon inserted it about 6 months ago and has been very successful and has been able to empty her bladder beautifully. The patient states she doesn¿t know what she did, she dropped it the day before reported event date and has spoken with technicians and states she hopes she didn¿t break it. The patient states she put in new batteries last night and the screen changed and was hoping that patient service can help her get it back to what it was. The patient states this all happened after she dropped the patient programmer it started acting this way. The patient states that the healthcare provider provided directive of if program 1 didn¿t work to change to program 2 and the patient did that with another consultant and it worked better. The patient states she thinks she will call head of urology first to see if they can help patient with her reprogramming needed for the patient programmer. Additional information reports the patient was dismissed by her doctor, thus she can get her doctor to request an appointment with representative to program the stimulator device system icon. Patient had the device replaced, and she said she needs access to all 4 programs, even though her therapy was working fine now. Additional information reports the patient needs to have the ins (stimulator) reprogrammed. Caller states that the patient fell two days before reported event date and the device was not working. Caller states the patient has not voided in two days. Caller states that the patient does not have a managing hcp (healthcare provider) as the hcp was dismissed from the practice. Caller did say that the patient has a new hcp but cannot get in for two months. Additional information reports the patient asked for field representative to speak with. The patient states because she has "dropped" her programmer, she needs it to be reprogrammed so it will work again. The patient states she spoke to patient service last week a nd was advised that a representative would have to meet with the patient to have device reprogrammed. The patient states the device has worked, it saved her life, but it's not working right now and needs a representative to come out and reprogram it. The patient states she has gone all weekend without the programmer and the patient was having a return of symptoms because of this. The patient states she has gone the whole weekend without her programmer and she needs to empty her bladder. The patient states this has to be fixed so her "bladder will not explode." The patient states she has talked to vice president of current facility regarding paging a representative and the patient has not received any assistance. The patient states she has been working on trying to fix this issue for 4 days. Additional information reports the patient had a loss of therapeutic effect. The caller stated patient fell, asked for date but was unknown by caller. Caller stated the patient was unable to void for 2 days as of last friday. Caller told patient to go to ER(emergency room) and then found out the patient knows how to catheterize herself. It was noted that the caller spoke with representative last friday but the patient has called in multiple times over the past week reporting issue. It was noted that the caller was trying to advocate and assist for the patient and get her seen. Caller has spoken with healthcare provider who dismissed the patient and the healthcare provider stated (as of last friday), the patient could be seen by representative in her office but would not see patient. Additional information reports the patient expressed frustration that the manufacturer representative has not called them back yet. The patient reported their therapy was not working as expected. The patient indicated he/she would like to meet with a manufacturer representative for a device check and/or programming. Additional information reports the patient called in because she dropped her patient programmer in the bathroom the day before reported event date and the day of reported event date. The program number was not displaying. The patient said she talked to the representative about this issue the day before reported event date. The patient said the patient programmer usually displays program 2 because that was the program that has worked best for the patient. It was confirmed with the patient the day of call, that if this was the first time she has not seen a program number on the patient program. The patient said she has the same patient programmer that she was given when the device was implanted. The patient synced with her ins (stimulator) during the call. The patient reported seeing the stimulation on icon ¿but program number¿. The patient said she replaced the batteries in the patient programmer twice. The patient said she was still able increase and decrease stimulation. It was reviewed that the patient currently only has one active program and the hcp (healthcare provider) will need to add the other programs for her. The patient said she has the device because during a back surgery the surgeon nicked a nerve. The patient said before the stimulator device system her bladder wasn't emptying and she was getting bladder infections. The patient said when she needs to urinate she turns stimulation up and goes to the bathroom then turns stimulation back down. The patient said she had to self-catheter for a while. The patient said even when she kept stimulation set at one setting she was still getting 20 cubic centimeter out of her bladder. The patient mentioned during the back surgery the surgeon nicked nerves to the colon as well. The patient said she has to drink lots of water so she doesn't get leg cramps. The patient said she fell out of bed about a week ago and landed on the side where the battery was. The patient said her healthcare provider took an x-ray said nothing was broken and said the wire looks alright. The patient first said stimulation hasn't been as intense since the fall then she said "I guess it is". The patient said the device was still effective. The patient was concerned about lead migration. The patient said she has had a lot of falls because she inherited osteoporosis from her mother.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0ax75, implanted: (B)(6) 2013, product type: lead; product ID 3889-33, lot# va0ax75, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient experienced retention and constipation while at 3.3 v. The patient had to increase stimulation from zero to the top and then back to zero to void completely. Lateral lead migration was confirmed.